Event description:
It was reported that entrapment on device occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure the device was stuck with the non-boston scientific (bsc) guidewire. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.